Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6: (component code). The device was evaluated, by a field service engineer. And the customer's reportable malfunction of error b30 was confirmed. But not for (no image). A definitive root cause was not identified, however based on the results of the investigation.,the probable cause of the malfunction [error b30] would likely, be due to faulty light source socket. Since, the device was not returned to the factory, investigation was carried out ,based on the available information and was not possible to establish the root cause of the malfunction [no image]. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source had a b30 with all endoscopes and no image. Water deposits visible in the socked. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.